Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced multiple low blood glucose(bg) with levels as low as 27 mg/dl. The customer did not know the cause of the low bgs. Reportedly, the customer drank juice to address the low bgs. Although requested, customer did not upload pump data for review. Recommendation was made for customer to consult with healthcare provider. The customer reverted to manual injections for insulin therapy.